Manufacturer narrative:
Concomitant medical products: 1258t lead, implanted: (B)(6) 2014. Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited unexpected battery longevity. It was also reported that the right atrial (ra) lead exhibited high threshold. The device and ra lead remain in use. No patient complications have been reported as a result of this event.